Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported they were having issues with their controller and the issue began this morning. Patient stated their controller was low and when they plugged the controller into the ac power supply cord the controller would not charge and now the controller was completely dead. Patient noted they tried to place aa batteries in the controller but that did not resolve the issue. During the call patient service walked patient through removing the battery pack and plugging the controller in the ac power supply cord; patient confirmed the controller did not power on. Patient confirmed there was a green light on the a/c cord. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient inquired where the package was. Agent called patient back and package was on the way. The patient called back stating they got a new controller and they could not get the controller to pair to the ins for they got stuck on checking the recharger. While explaining the reason for call the patient was able to successfully pair the new controller.